Event description:
The manufacturer received information alleging a ventilator's lcd screen went blank and the device powered off during use. There was no harm or injury reported. The device has yet to be returned to a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center due to the lcd screen going blank and the device powering off. During the evaluation of the device at the third party service center no issue related to the device's lcd screen was observed. The device failed to power on and the system board was replaced to address the issue.